Manufacturer narrative:
A customer in the united kingdom notified biomérieux of a misidentification of a micrococcus luteus strain as citrobacter freundii in association with vitek® ms instrument (ref. 410895, serial number (B)(6)). An internal biomérieux investigation was performed. The customer¿s data was analyzed. The status of the instrument fine-tuning was not optimal during the tests performed on 08 jul 2020. However, the fine tuning indicators acceptance criteria could be affected by the quality of the spot preparation and might not reflect the real status of the system. Non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿) could explain that the criteria were near the limit. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are heterogeneous. The expected identification is unknown. The customer performed no reference methods to confirm the expected identification. According to the customer data, the suspected identification is micrococcus luteus, which is present in vitek ms knowledge base (kb) v3.2. By reprocessing the customer data with vitek ms kb v3.2, spectra led to a single choice to citrobacter freudii. The misidentification was obtained with a low identification score (-0.35 and -0.34), which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). However, after fine tuning, spectra led to a single choice to micrococcus luteus with a good score level. Root cause analysis: non-optimal spot preparation. Fine tuning drifted under the vilink alert tool criteria. See h10.

Event description:
A customer in the (B)(6) notified biomérieux of a misidentification of a micrococcus luteus strain as citrobacter freundii in association with vitek® ms instrument (ref. 410895, serial number (B)(4). Vitek® ms obtained an identification as citrobacter freundii species twice, while the strain looked like a micrococcus species. The organism was confirmed to be a micrococcus luteus species by vitek® ms after a fine tuning was performed. No alternative method was performed. The customer confirmed the result did not lead to any patient harm or mistreatment, as staff are encouraged to question identifications that don't follow clinical presentation/appearance. The customer did claim results were delayed for 24 hours due to the need for purity plate and retest. A biomerieux internal investigation will be initiated.